Manufacturer narrative:
(B)(4). Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported a month after the dental implant was placed in ada site 29, the implant had not achieved primary stability in type ii bone. Clinician reports mobility and a previous bone augmentation. The product will be forwarded to the manufacturer for investigation. There were no reported post operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported a month after the dental implant was placed in ada site 29, the implant had not achieved primary stability in type ii bone. Clinician reports mobility and a previous bone augmentation. The product will be forwarded to the manufacturer for investigation. There were no reported post operative complications.